Event description:
The customer reported the unit was displaying error message. The customer reported when they moved the interconnect cable, the problem would change. No pt injury occurred.

Manufacturer narrative:
The ge service rep could not duplicate the problem because the problem was intermittent. He checked and verified the lemo interconnect cable and pins then ran the unit fluoro applications without any video or errors. The unit was fully functional and operating as intended.